Event description:
The manufacturer received information alleging service required. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, pca change due to error 84, pca is damaged, found traces of burn and the device was scrapped. The device's event log was reviewed by the service center and found the error log showed e-84 error was logged. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.